Manufacturer narrative:
(B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed; however, the position was incorrect. It was fully recaptured and removed from the patient and a kink was noted on the shaft of the delivery system. The procedure was completed with another delivery system. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The returned device was bloody. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath, with anchor damage, shaft damage (abrasion)and tip damage (abrasions). The implant was deployed and found to be consistent with reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system was inserted into the watchman access system. The closure device was deployed; however, the position was incorrect. It was fully recaptured and removed from the patient and a kink was noted on the shaft of the delivery system. The procedure was completed with another delivery system. There were no patient complications and the patient's status was stable.